Manufacturer narrative:
Implant dissolves.

Event description:
The patient developed a cyst in their left nasal sidewall. The latera was implanted 1.5 years ago. Eventually the physician took the patient into surgery for external removal. The patient had good results regarding their airway, and cosmetically, it healed well.